Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error stuck and was received stuck in motor error alarm loop during bolus delivery. There was a motor position encoder error found in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump passed the displacement, rewind, basic occlusion and prime/ compromised force sensor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a motor error, and motor position encoder error. Blood glucose at the time of incident was 351 mg/dl. The customer states he was attempting to program his pump using the setting from the old pump, when he received a motor error. The customer sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they did receive a motor position encoder error alarm. The customer states he was able to rewind the pump. The customer called back the following day and stated he had been having a high blood glucose level of 400 mg/dl, but was treating with syringes. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.